Manufacturer narrative:
(B)(4). Date sent: 7/13/2016. Batch # m92c2t. The analysis results confirmed that one 5dcd instrument was received with the tip of the end effector broken and returned inside a plastic bag. No functional testing could be performed due to the condition of the device. No conclusion could be reached as to why the end effector of the device broke. The device will be sent to a laboratory for additional analysis on the broken piece. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was visually examined and the distal end was photographed using an optical microscope. The distal end of the dissector was then examined in the scanning electron microscope (sem) and images of the fracture surface were captured. The entire surface of the part consisted of ductile dimples which are indicative of a metal that was fractured in a ductile manner by a load being applied in excess of the components limits. There was no evidence of a material defect such as a green state crack or any other voids, inclusions or defects. Additionally there were no external imperfections on the dissector that could have indicated a machining or processing flaw. The dissector broke as a result of an excessive load being applied to the tip. It is unclear what was the source of the load on the dissector. No material or manufacturing defects were observed on the part.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "while the surgeon was manipulating and tractioning the tissue with the instrument, he was able to see that the distal point of the jaw was broken, the piece of the jaw fell into cavity and he had to search for it within the patient. At the end, he was able to find it." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.